Event description:
It was reported that the catheter removed from bard touchless plus unisex, pre-lubricated urethral cath kit (8fr) and one other kit from the same lot number was bent at the tip and were unable to be used for patient care.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect assembly operation." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter removed from bard touchless plus unisex, pre-lubricated ureteral cath kit (8fr) and one other kit from the same lot number was bent at the tip and were unable to be used for patient care.